Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient was experiencing ineffective stimulation. In turn, the ipg was explanted and replaced on (B)(6) 2019. Effective therapy was confirmed post-op.